Manufacturer narrative:
Product complaint #(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a hardware removal operation. The two (2) drivers, screwdriver shaft and screwdriver with holding sleeve had broken during screw removal cases, and that a screwdriver handle was not quick connecting to drive shafts. The procedure was completed successfully without surgical delay and no fragments were generated. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown; lot# unknown; quantity: unknown). This complaint involves three (3) devices. This report is for one (1) 1.0 cruc screwdriver sft, self-retaining. This report is 2 of 3 (B)(4).